Event description:
It was reported that the user believed the pump shut down and then turned back on, but device reports did not indicate a power loss. Customer care agent suggested the screen may have been difficult to unlock, and no alerts or alarms were documented. Investigation included review of device reports and operational history. Investigation of this case revealed no evidence of device shutdown and suggested a user interface issue related to screen responsiveness without a confirmed hardware failure. No clinical symptoms or injury reported during the event reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface difficulty with screen unlocking rather than a device malfunction.